Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
(B)(6) hospital (B)(6) 2017 (size 52 pinnacle cup impactor rotational lock). Whilst impacting the cup, a small amount of white plastic sheared off the cup impactor rotational lock guide. Cup was fully seated, no compromise on time or outcome. Piece of white plastic was removed from patient at time of incident.

Manufacturer narrative:
Product complaint # : (B)(4). The instrument associated with this report was not returned. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.